Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number 10d12h25 with no issues noted during the manufacturing process. No labeling deficiencies or errors were alleged. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the third of four complaints associated with this event.

Event description:
It was reported that a patient underwent a bilateral kyphoplasty procedure at l5. The balloon stuck when the physician attempted to remove it. When the shaft of the balloon was removed the plastic part of the balloon along with the 2 markers remained in the patient. The surgeon cemented the balloon in the vertebral body. The patient outcome was good. No additional information was reported.

Event description:
This is a report by a nurse regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010 the peritoneal dialysis nurse reported that the patient had been in the hospital for approximately one month. It was unknown what remedial treatment was needed. It was unknown whether the peritonitis resolved. No additional information was available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.